Manufacturer narrative:
Of the 2 allegations of a malfunction, 1 pump was returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning.this report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 2</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a dual alarm failure issue. These reports were received from various sources. The patients associated with this allegation ranged from 72-76 years of age and between (B)(6) pounds. Of the reported patients, 1 was male, 1 was female.